Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a quickstay set was separated from the luer lock mechanism. The issue was further described as, the set was secured by ensuring the luer lock was properly attached to the intravenous (IV) catheter and taped down on the patient's hand. Upon inspection, water was observed on the floor next to the stretcher. The tubing had come apart from the "leur lock" mechanism of the IV tubing itself. This occurred during patient infusion. The issue was resolved by replacing the set with a new one. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the device was received for evaluation. A visual inspection was performed, and it was observed that the tubing was separated from the male luer (an incorrect assembly was observed due to a twist). During examination, it was observed that there was a lack of solvent applied to the tubing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous h11. H11: remove "during examination, it was observed that there was a lack of solvent applied to the tubing." (This was not observed). Should additional relevant information become available, a supplemental report will be submitted.